Manufacturer narrative:
Additional information was received on (B)(4) 2011. Only 1 of the 2 stents fractured. As reported via the american heart journal (2010;160:775.e1-775.e9) article entitled 'serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation,' a patient experienced stent fraction and separation, with 48% restenosis. This case is 9th of 29 events. The patient was a (B)(6) female. The indication for the index procedure was stable coronary artery disease. The target lesion was in the circumflex, but the details are not indicated. The lesion was neither an in-stent restenosis nor a chronic total occlusion. No further information was provided. Before the event occurred, two cypher bx (size and lot unknown) were implanted with overlap. The total stent length was 31mm and the diameter of the stent was 2.5mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed six to nine months after stent implantation. The stent fracture was observed, but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown and no treatment was reported. There was 48% restenosis and popma et al classification was iii (fracture with separation). The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Additional information received indicated that only one of the two stents was fractured. Reocclusion/restenosis is a known potential adverse event associated with coronary artery stenting and is often associated with the progression of cardiovascular disease. Stent damage/deformation and restenosis/reoclussion are known adverse events indicated in the IFU. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, vessel/lesion characteristics and procedural factors are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00931 and 9616099-2010-00932. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
As reported via the american heart journal (2010;160:775.e1-775.e9) article entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation," a patient experienced stent fraction and separation, with 48% restenosis. This case is 9th of 29 events. The patient was a (B)(6) female. The indication for the index procedure was stable coronary artery disease. The target lesion was in the circumflex, but the details are not indicated. The lesion was neither an in-stent restenosis nor a chronic total occlusion. No further information was provided. Before the event occurred, two cypher bx (size and lot unknown) were implanted with overlap. The total stent length was 31mm and the diameter of the stent was 2.5mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed six to nine months after stent implantation. The stent fracture was observed, but no binary restenosis was observed at the fracture site.

Manufacturer narrative:
The location of the stent fracture was unknown and no treatment was reported. There was 48% restenosis and popma et al classification was iii (fracture with separation). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00931 and 9616099-2010-00932. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).